Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. The customer performed a pump reset to resolve the issue. To resolve the altitude alarm, customer loaded a new cartridge and resume insulin delivery. The customer's blood glucose level was 247 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.